Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer sheath was kinked at the nosecone. No damage was noticed on the mid-shaft. The stent was returned inside the device and was partially deployed approximately 3.5mm from the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that premature stent deployment occurred. While unpacking a 6x40x130 innova stent, it was observed that the stent was prematurely partially deployed. The stent was not used on the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature stent deployment occurred. While unpacking a 6x40x130 innova stent, it was observed that the stent was prematurely partially deployed. The stent was not used on the patient and the procedure was completed with a different device. No patient complications were reported.